Event description:
Over the counter lidocaine patch seemed to aggravate patient's sciatica. Reported tingling and numbness down right leg which created more pain in her lower back and tail bone. Patient then removed patch, cleaned area and took ibuprofen.